Event description:
It was reported that an unspecified issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at 10am, the patient went alone to the hospital because he was feeling dizzy, light-headed and sweaty. At the emegency room, the patient's bg meter reading was 191 mg/dl. No cgm values were reported or documented at the time the fingerstick reading of 191 mg/dl was obtained. He was treated with IV insulin, magnesium, and IV fluids. The patient was discharged the same day once blood glucose levels normalized. Before leaving the hospital, the patient's bg meter reading was 136 mg/dl. Once the patient arrived home, the bg meter reading was 132 mg/dl. No other details were documented. The patient was "fine" at the time of report. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.